Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A promus premier drug-eluting stent was selected for use to treat a lesion. However, during unpacking when the stent was pulled out from the hoop, it was noticed that the stent was damaged. The device was not used inside the patient. No patient complications were reported.